Manufacturer narrative:
The reported event of a helix damaged was confirmed. A complete lead was returned for analysis. Visual and x-ray confirmed the helix was stretched / compressed. The cause of the reported event was isolated to the helix damaged which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Event description:
New information received notes that during the procedure the patient's right ventricular (rv) lead exhibited helix damage resulting in unable to implant the lead.